Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-01575. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the regurgitation was a result of the balloon aortic valvuloplasty (bav) causing hemodynamic instability. As a result the patient was placed on bypass. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), immediately post bav, the blood pressure dropped and the patient presented with severe aortic insufficiency (ai). The valve was advanced through esheath on delivery system, across native valve and was successfully deployed 50:50. However, the patient continued with low blood pressures and minimal lv function. The valve appeared in a good position with no gross injury apparent to surrounding structures. Echo showed that the valve was in a good position but with minimal lv function. Therefore, an intra-aortic balloon pump (iabp) was inserted for support. CPR with defibrillation were required along with support drugs. The patient was switched to cardiopulmonary bypass for possible open procedure. Once on bypass with improved hemodynamics, a root angio was performed which showed a severe pvl around the non coronary cusp and the valve appeared under-sized. Open surgery was performed with aortic valve replacement and the patient did well. As per medical opinion, the root cause of the event was that the valve was undersized and there was large calcification in lvot and aortic root. Furthermore, an eccentric annulus all contributing to severe ai.

Manufacturer narrative:
For the report of paravalvular leak (pvl), please reference related manufacturer report no: 2015691-2016-01575. Images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: review of the procedural cine show a heavily calcified cusp and lvot. The first bav attempt was in the lvot, and the second attempt was good (no contrast injection). The wire was in good position. The valve deployed well. No perforation or rupture was seen. Non-selective angiogram shows patent coronary arteries. The severe pvl was seen in area of rcc and ncc. Review of the tee: showed severe pvl. The valve functions well, no central leak seen. The pre-op CT indicated heavy calcification on rcc and ncc. The aortic annulus measurements were 600mm² in systolic, 570mm in diastolic. The sinotubular junction (stj) measures 28mm-29mm. Impressions: heavily calcified cusps with good valve deployment. No rupture, perforation or coronary obstruction was visible. Severe pvl seen on cine and tee with no central ai. Per report, aortic annulus measurement is 500mm² by CT. Measurements done from pre-op CT and procedural cine images provided indicate a larger aortic valve area and recommend a 29mm valve.

Event description:
As reported by our affiliates in (B)(6), immediately post bav, the blood pressure dropped and the patient presented with severe aortic insufficiency (ai). The valve was advanced through the esheath on the delivery system, across the native valve and was successfully deployed landing in a 50:50 position. However, the patient developed low blood pressures and minimal lv function. The valve appeared in a good position with no gross injury apparent to surrounding structures. An intra-aortic balloon pump (iabp) was inserted for support. CPR with defibrillation were required along with support drugs. The patient was switched to cardiopulmonary bypass for possible open procedure. Once on bypass with improved hemodynamics, a root angio was performed which showed a severe pvl around the non coronary cusp and the valve appeared under-sized. Open heart surgery was performed with aortic valve replacement and the patient did well. As per medical opinion, the root cause of the event was that the valve was undersized and there was large calcification in lvot and aortic root. Furthermore, an eccentric annulus all contributing to severe ai.